Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer stated it dropped out of her pocket. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 220 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.